Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the device lost power during insertion. The user did not have a back-up driver. Peripheral IV access was obtained. The medical professional stated that the alleged issue with the device did not contribute to the patient's death.

Manufacturer narrative:
Qn#(B)(4). The ez-io g3 driver was returned for evaluation. Upon receipt, the driver was visually inspected. Minor cosmetic damage was observed. When the trigger was pressed, the green led displayed. No trigger guard was present. The driver was then subjected to a simulated saw bone insertion. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. The open circuit battery voltage was measured with a multimeter and found to be approximately 17.9v. The trigger was then pressed and the voltage was measured with no mechanical load and found to be approximately 11.2v, indicating the batteries had depleted. The eeprom data was reviewed which showed the cycle count (trigger pulls) was 670. The charge count was 7,760,550, showing the limit to switch the led red had not been met. The complaint that the driver was unable to complete an insertion was confirmed. The driver powered off during the attempted insertion due to battery depletion. Other remarks: the led remained green because the batteries had depleted prior to the charge count threshold being reached. Teleflex has opened CAPA (B)(4) to investigate further. A conclusion could not be found as the complaint was confirmed; however, a root cause could not be determined.

Event description:
The customer alleges that the device lost power during insertion. The user did not have a back-up driver. Peripheral IV access was obtained. The medical professional stated that the alleged issue with the device did not contribute to the patient's death.